Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that several devices were displaying error code 240.4150. There was patient involvement, but impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that several devices were displaying error code (B)(4). There was patient involvement, but impact is unknown. Although requested, further information was not provided.